Event description:
Subsequent to the previously filed report, additional information was received that the 23mm portico ng/ navitor valve was not it explanted. The valve was re-positioned using a snare and left implanted in the ascending aorta, right before the origin of brachiocephalic trunk and 5cm from coronary origins. A 23mm non-abbott device was then implanted 1mm from the aortic annulus. On (B)(6) 2025, it was it noted via electrocardiogram that the patient developed an onset of non-sustained ventricular tachycardia. The decision was made to administer the patient bisoprolol and monitor the patient for an additional 24 hours.

Manufacturer narrative:
The device was not returned for analysis. An event of migration, valve underexpansion (vue), improper or incorrect procedure or method, and tachycardia was reported. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed, and the product met all specifications. Based on all available information, the reported vue appears to be related to patient anatomy (severe pannus of native aortic valve). The reported migration appears to be related to the vue and need for a post-implant dilatation. A cause for the reported tachycardia could not be conclusively determined. The reported unexpected medical interventions and surgery were the result of case-specific circumstances. The reported improper or incorrect procedure or method is related to the user snaring the valve. In this case, the snare was performed for treatment of the migration and did not contribute to any issues. Additionally, the physician is aware of the precaution about snaring the device. Therefore, a letter will not be sent to address this deviation from the IFU. There is no indication of a product quality issue with respect to labeling, design, or manufacturing of the device. Codes removed: health effect-clinical code: 4582.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
Clinical information: (B)(4) - vantage, patient site ID: (B)(6). It was reported that on (B)(6) 2025, a 23mm portico ng/ navitor valve was selected for procedure. A preimplant dilatation was performed using a 1mm non-abbott device. It was noted during procedure, that the valve migrated toward the aorta after a post-implant dilatation was performed using a 20mm non-abbott device, due to valve under expansion. The implant depth at 80% deployment was 4mm and 1mm at final implant, prior to the migration. The implanter did ensure the delivery system was is in neutral position/to slight forward pressure. The implanter did pull the guidewire to a midventricular position to deflect the nosecone and confirmed that all 3 retainer tab released on final deployment with two different views. The patient's aortic valve angle was 49 degrees and the valve was never re-sheathed more than two times. The user did attempt to snare the 23mm portico ng/ navitor valve to reduce movement of the valve. A 23mm non-abbott device was implanted to complete the procedure and was not implanted inside the 23mm portico ng/ navitor valve. The patient remained hemodynamically stable throughout the procedure. There was no clinically significant delay in procedure reported. The cause of the 23mm portico ng/ navitor valve migration is attributed to under expansion of the valve and the need for a post-implant dilatation. The cause of under expansion of the valve is attributed to severe pannus of the native aortic valve. The patient had a prolonged hospitalization due to this event. The patient was discharged at the time of report.